Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hyperglycemia so they over boluses and then it cause hypoglycemia. The customer¿s blood glucose level was 223 mg/dl, they took over bolused, blood glucose level was 200 mg/dl after meal, and then blood glucose level was around 40 mg/dl, 42 mg/dl and customer treated with glucose tablet. Customer was not using auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. Customer stated that the programming was accurate. Customer stated that the insulin pump was not worn during a medical procedure. Customer did not allege insulin pump was over delivering. The devices will not be returned for analysis.